Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7145469.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging revealed that the spinal cord stimulation (scs) had migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively, and the explanted device will not be returned.